Event description:
Cbs was functioning tax attorney/cellist prior to event. Lovenox 80 mg bid four consecutive days after pacemaker battery replacement, and while inr was returning to therapeutic level. At about 6 days after last lovenox injection- pt was 79.4 and cbs diagnosed with 9 atypical meningeal bleeds. In the next day, platelet count had dropped from 270 to 53 & another acute bleed required surgery about two days later. Ptt was normal.